Event description:
It was reported that the user received an on-screen message indicating the sensor center could not be used with the current app version when attempting to scan the sensor to start it, consistent with an incorrect device message associated with the screen component; the agent verified firmware version 3.3.7, instructed an update, encountered difficulty initiating the update, had the user restart the phone, and then successfully completed the ilet firmware update without further alerts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an incorrect data definition leading to an incorrect message displayed on the screen component. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.